Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that the issue was an exhausted battery. However, the device has reached end of life, and spare parts are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The device remains at the customer site, requiring no further evaluation. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The device is eol and must be removed from service.

Event description:
Philips received a complaint regarding the heartstart xl defibrillator/monitor, requesting functional verification. There was no patient involvement.

Manufacturer narrative:
Type of investigation not yet determined.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating the functional verification request. There was no patient involvement.